Event description:
Mother of home pt reported pt received system error 2240 alarm during treatment using homechoice device. The pt's mother reported one of the pt's cats chewed the homechoice cassette tubing. The pt discontinued treatment at the time of the alarm. The pt was diagnosed with peritonitis, was treated with ceftriaxone intraperitoneal and responded to treatment.